Event description:
It was reported that the customer had a high blood glucose and a motor error during bolus. Customer's blood glucose was 264 mg/dl. Customer was assisted with clearing the alarm. Customer stated that the motor error occurred 3 times in the last 30 days. Customer stated that they are able to rewind the pump. Customer was advised to return the pump with the battery and zero out the basal rates. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near display window corners were noted during the visual inspection. The pump was unable to prime during the prime/compromised force sensor system test due to faulty forces sensor resistor (gold). The pump passed the basic occlusion and displacement test. There were no motor error alarms noted and the motor tested ok. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.